Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: during investigation, a review of the pump¿s black box showed a load step malfunction had occurred. During testing, a no cartridge detected alarm occurred. The force sensor calibration was found to be out of specifications. The pump was opened and evidence of corrosion was observed on the force sensor plate and force sensor flex. The force sensor resistance was found to be out of the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump did not detect the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.